Event description:
Aveta coral hysteroscope did not display image at start of procedure. New scope obtained and procedure was able to continue without further delay. This is the second device malfunction in one day. Aveta coral disposable hysteroscope. Ref# 214-251, lot# m24a17-06, exp:[redacted date].